Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing and the severed distal portion of the driveline was not returned. Examination of the outlet stator (proximal-side) revealed a small red/white deposition between the outlet bearing ball and one of the stator blades. The deposition was loosely seated between one of the stator blades and the outlet bearing and showed no lamination, indicating it did not form in the outlet stator. Although the deposition's origin and the duration of time for which it was present in the pump could not be conclusively determined, the absence of contact marks at the distal end of the rotor suggests that this deposition was not likely present within the pump for an extended period of time. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase levels. The deposition could not be correlated to the reported cerebrovascular accident. In addition, a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus, hemolysis and bleeding are listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Reference MFR report # 2916596-2017-00100 for the report of gastrointestinal (gi) bleed and initial listing as transplant status 1a. (B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient was transplanted. The patient was listed as status 1a for transplant with lvad complications due to the gastrointestinal (gi) bleeding, cerebrovascular accident, and suspected pump thrombosis. The patient had chronic gastrointestinal (gi) bleeding and had been off of all anticoagulation and antiplatelet therapy since (B)(6) 2017. On (B)(6) 2017, the patient had an embolic cerebrovascular accident (cva). CT angiogram revealed a clot in a segment of the right middle cerebral artery. There were no residual effects. A slight elevation in lactate dehydrogenase (ldh) was noted at the time of the cva. The patient was admitted for suspected pump thrombosis and placed on a heparin infusion and full dose aspirin. The lvad parameters were reportedly stable throughout this event. No additional information was provided.